Event description:
Ous MDR - it was reported that 2 days after the implantation loss of sensing of the ventricular lead was observed. This lead was explanted. No adverse patient events were reported.

Manufacturer narrative:
Both this lead complained about and the pacemaker were returned for analysis. The lead analysis showed a deformation of the outer conductor helix 18 cm distal of the is-1 connector pin, which is probably a result of the explant process. In addition, no deviations could be detected that could be the cause of the clinical complaint. Especially the mechanical and electrical analyses could be carried out without anomalies. The pacemaker underwent a status interrogation after it was received, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. A measured lead impedance of bipolar <100 ohm and unipolar 234 ohm was documented on the day of the implantation. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were free of defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The cavity dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In summary, both the lead and the pacemaker were free of defects during the analysis and within specifications both regarding the connection system and the electronics. There was no material defect or manufacturing error.